Event description:
The user received sodium results on the low end of their normal range for one third to one half of the patient samples. Of the five results provided by the user, two were found to be discrepant. All results are in mmol per l. Sample 1 initial result was 130 by indirect method, repeat result was 135.1 by indirect method. Sample 2 initial results were 127.9 and 130.8 by indirect method, repeat results were 134.2 by indirect method and 141.3 by direct method. The erroneous results were reported. Treatment was given to one patient, specially "fluids were given", but user stated no harm was done. The user does not have the name or ID of the patient and is unable to obtain it. The user replaced the sodium electrode which resolved the issue. The user declined a service visit.